Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Subsequently, legal counsel reports patient underwent a revision on an unknown date. No further information has been provided to date. Additional information provided in operative notes confirms the hip arthroplasty procedure occurred on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2012 due to a cyst, metal debris and nonunion due to a greater trochanteric fracture. The operative notes confirm the acetabular cup and modular head were removed and replaced with biomet acetabular cup, modular head and liner. An open reduction, internal fixation was utilized to hold the fracture in place. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Subsequently, legal counsel reports patient underwent a revision on an unknown date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01020-1 & 02319 / 02320).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Subsequently, legal counsel reports patient underwent a revision on an unknown date. Additional information provided in operative notes confirms the hip arthroplasty procedure occurred on (B)(6), 2002. Subsequently, patient was revised on (B)(6), 2012 due to a metal on metal cyst, metal debris and nonunion due to a greater trochanteric fracture. The operative notes confirm the acetabular cup and modular head were removed and replaced with biomet acetabular cup, modular head and liner. An open reduction, internal fixation was utilized to hold the fracture in place. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.